Event description:
The customer reported her blood glucose reached 19.2 mmol/l(346 mg/dl) less than 24 hours after the pod was activated. She noticed the cannula was not properly inserted.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.